Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. Prior to the peritonitis event, the patient was hospitalized due to another indication and developed peritonitis as an inpatient. The patient was treated with vancomycin (intraperitoneal) for the event. At the time of this report, the patient was scheduled to be discharged. Patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.